Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6600 system had an eeprom error message. No pt injury was reported.